Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the amplatzer pfo occluder exhibited a deformation when being deployed. There were 3 attempts made to recapture and deploy the amplatzer pfo occluder, but the deformation persisted. The decision was made to remove and replace the 30mm amplatzer pfo occluder with a 25mm amplatzer multi-fenestrated septal occluder to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 30mm amplatzer pfo is an 8f.

Event description:
It was reported that on 18 august 2022, a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the amplatzer pfo occluder exhibited a deformation when being deployed. There were 3 attempts made to recapture and deploy the amplatzer pfo occluder, but the deformation persisted. The decision was made to remove and replace the 30mm amplatzer pfo occluder with a 25mm amplatzer multi-fenestrated septal occluder to complete the procedure. Subsequent to the previously filed report, additional information was received that a 9f amplatzer trevisio intravascular delivery system was used to for the attempt to implant the 30mm amplatzer patent foramen ovale (pfo) occluder. The occluder exhibited a bulbous deformation while inside the patient that was confirmed via a transesophageal echocardiogram and angiography. There was no interaction with cardiac structures during deployment of the occluder and no kink or angulation noted in the delivery system. The deformed 30mm amplatzer (pfo) occluder was never released from the delivery cable while inside the patient. The occluder was originally planned for implant into the patients pfo defect. The 30mm amplatzer (pfo) occluder was not damaged or mishandled in any way during device preparation. The reason for using a smaller 25mm amplatzer multi-fenestrated septal occluder as a replacement device was due to the 25mm occluder being available for implant without significant delay. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 30mm amplatzer pfo is an 8f.